Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat strictures. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for strictures.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of required intervention to place another stent due to the risk of bile leakage post-puncture into the bile duct/gallbladder. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed, and in position 2, and the outer sheath was kinked. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was unable to deploy. The delivery system was disassembled during destructive inspection, and the outer sheath was found stretched and buckled. The stent was manually released, and the stent was deployed; however, the stent presented slow expansion problem and did not expand at all. No other problems were noted with the and delivery system. Product analysis confirmed the reported event of stent failure to deploy. Additionally, the investigation concluded that the observed events of outer sheath kinked, stretched and buckled were most likely due to procedural factors such as handling of the device, and the technique used by the physician (force applied), which limited the performance of the device and contributed to the observed problems. The investigation concluded that there is not enough evidence to establish the cause of the observed problem of stent slow expansion as the stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. On the other hand, the cause of the reported event of additional device required cannot be established as this event happened during the procedure and there is no way to replicate it in the laboratory. The observed problem of stent partially deployed is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was to be implanted treat strictures. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of required intervention to place another stent due to the risk of bile leakage post-puncture into the bile duct/gallbladder.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat strictures. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for strictures.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of required intervention to place another stent due to the risk of bile leakage post-puncture into the bile duct/gallbladder. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed, and in position 2, and the outer sheath was kinked. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was unable to deploy. The delivery system was disassembled during destructive inspection, and the outer sheath was found stretched and buckled. The stent was manually released, and the stent was deployed; however, the stent presented slow expansion problem and did not expand at all. No other problems were noted with the and delivery system. Product analysis confirmed the reported event of stent failure to deploy. Additionally, the investigation concluded that the observed events of outer sheath kinked, stretched and buckled were most likely due to procedural factors such as handling of the device, and the technique used by the physician (force applied), which limited the performance of the device and contributed to the observed problems. The investigation concluded that there is not enough evidence to establish the cause of the observed problem of stent slow expansion as the stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. On the other hand, the cause of the reported event of additional device required cannot be established as this event happened during the procedure and there is no way to replicate it in the laboratory. The observed problem of stent partially deployed is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was to be implanted treat strictures. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted treat strictures during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat strictures. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for strictures.